Event description:
It was reported that during the procedure, when the customer pulled the clamp out from the patient, the inserts were missing.

Manufacturer narrative:
Device has not been received for evaluation.